Manufacturer narrative:
This report is filed on august 12, 2016.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced acoustic neuroma at implant site resulting in the decision to explant the device. The device was explanted on (date not reported) and the patient was reimplanted with another manufacturers device.